Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, the jaw could not be opened and the device could not clip, even though the indicator was not indicated. Another device was used to complete the case. There were no adverse consequences to the pt.